Event description:
Reference number (B )(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked event at site on (B)(6) 2024. Patient changed supplies as necessary and resumed insulin therapy. No further information.